Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose, flu and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 597 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 579 mg/dl. The customer stated that insulin pump¿s auto mode was inactive. The customer was treated with gatorade, apple juice and insulin pump. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was under delivering. Customer stated that the cannula was bent. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.